Event description:
The doctor reported breaking a file in the pt's tooth. Reviewed removal and completion techniques with the doctor. Pt follow-up will be required and reported as more info becomes available.